Manufacturer narrative:
Returned product consisted of a rebel bms catheter. The balloon is loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. Microscopic examination of the device revealed that the distal end of the stent is damaged. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 82% stenosed, 4.0x9mm, eccentric and the de novo target lesion contained <=45 degree bend and was located in the non-tortuous and severely calcified right coronary artery. After a 6f non-bsc guide catheter and a non-bsc guide wire crossed the lesion, predilation was performed with a 4.0x15mm emerge balloon catheter, leaving 38% residual stenosis in the lesion. A 12 x 4.00mm rebel stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 82% stenosed, 4.0x9mm, eccentric and the de novo target lesion contained less than equal to 45 degree bend and was located in the non-tortuous and severely calcified right coronary artery. After a 6f non-bsc guide catheter and a non-bsc guide wire crossed the lesion, predilation was performed with a 4.0x15mm emerge balloon catheter, leaving 38% residual stenosis in the lesion. A 12 x 4.00mm rebel stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.